Manufacturer narrative:
A product investigation is in progress.

Event description:
Skinny part of applicator...inserted into vagina [foreign body in reproductive tract]. Sharp pain/poking feeling: vagina [vulvovaginal pain]. Vagina sharp pain/poking feeling: tampon applicator [medical device site pain]. Skinny part of applicator dislodged and inserted into vagina with tampon [device deployment issue]. Consumer reported via social media that the part of the applicator that pushes the tampon in became dislodged and inserted into her vagina. No serious injury was reported.

Event description:
Skinny part of applicator.. Inserted into vagina, foreign body in reproductive tract. Sharp pain/poking feeling - vagina , vulvovaginal pain. Vagina sharp pain/poking feeling - tampon applicator, medical device site pain. Skinny part of applicator dislodged and inserted into vagina with tampon, device deployment issue. Case description: consumer reported via social media that the part of the applicator that pushes the tampon in became dislodged and inserted into her vagina. No serious injury was reported.

Manufacturer narrative:
Lot code investigation results on 25-mar-2021 showed no failure identified.